Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the lead had no capture when connected to the device, there was low impedance, and the r waves were unable to be measured due to undersensing. It was noted that there was insulation damage during securing and before the lead was connected to the device. A different lead was used. No patient complications have been reported as a result of this event.